Event description:
Liner and head revised from trident 10 degree 36f to trident elevated liner 36f and head from 36mm 0 to 36mm +10. (B)(6) suspects femoral fracture has loosened femoral component, leading to stem subsidence and instability of joint leading to dislocation. Dislocation required reduction in hospital. Additional information: (B)(6) believes the fracture may have been sustained during the arthroplasty and does not see it as a "failure" of the components.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.